Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left posterior tibial artery. The 2mm x 40mm x 144cm sterling es over the wire balloon catheter was advanced to the target lesion when the balloon ruptured at 6 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a sterling es balloon catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a longitudinal tear in the balloon near the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left posterior tibial artery. The 2mm x 40mm x 144cm sterling es over the wire balloon catheter was advanced to the target lesion when the balloon ruptured at 6 atm on the initial inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).